Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was exposed to electrocautery during the right ventricular lead explant. After a device software download, normal device function resumed and the elective replacement indicator flag was cleared.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.